Manufacturer narrative:
.

Event description:
The customer called philips because their product needed troubleshooting. It was clarified that the device had an intermittent ECG failure. There was no patient involvement.

Event description:
The customer called philips because they cannot use their device. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.